Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was dislodged . There lead would not sense or pace. The lead was capped on (B)(6) 2019 and replaced due to dislodgement. The patient stable before, during and after the procedure.

Manufacturer narrative:
Correction: "failure to sense code" should have been added as "the lead would not sense" was stated in the original submission.